Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: fluid invasion behind screen and inside pump. Biomed believe its just physical damage caused by fluid invasion. No patient harm/infusion stoppage reported. Pins were cleaned. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen) lcd rtv fluid ingress. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for lcd touchscreen issues. The device was powered on and immediately alerted minor pump problem. The lcd touchscreen had a black haze and was not responsive to touch commands. It was discovered during internal investigation that this device shows signs of fluid ingress throughout the inside of the pump. Set ID seal has a stop gap, although contamination at the seal does not cross over into the set ID. Additionally, sticky residue was found on the lip seals on all four loading pins. The ingress points were identified as the bubble detector set ID seal.